Event description:
A hospital in (B)(6) reported via a distributor that the humidifier heater wire alarm was activated after 2 or 3 hours of using an rt200 adult breathing circuit. No pt consequence was reported.

Manufacturer narrative:
(B)(4). This is a malfunction that has been reported to fisher & paykel healthcare by a hospital in (B)(6). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k983112. The rt200 adult dual heated breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report upon receipt of the device and completion of our investigation.